Event description:
It was reported that there was a power on reset (por) condition. The error code was 0002. It was noted that the manufacturing representative was charging the device prior to surgery and saw the por screen. It was noted that when the por screen was bypassed to charge, the implantable neurostimulator (ins) was at 75% charged. The por was able to be cleared with the clinician programmer and saw a 0x2 code. It was noted that the device was able to be used. Additional information requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, serial# unknown, product type: accessory. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).